Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1ml s/t u100 25g 1in experienced missing label information which was noted prior to use. The following information was provided by the initial reporter: pharmacy reported item # 329622 lot # 5141874 without exp date info. Found items within old stock. Advised pharmacy this is discontinued.

Manufacturer narrative:
Investigation: DHR was performed. All visual inspections were performed as per requirement. Batch 5141874 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. The complaint is for a batch that was manufactured in jun 2015. Batch 5141874 was manufactured and labeled in accordance with proper standards and requirements at that time. There was no requirement to have expiration date printed on the packages. Batch 5141874 expired 5 years after the date of manufacture.

Event description:
It was reported that the syringe 1ml s/t u100 25g 1in experienced missing label information which was noted prior to use. The following information was provided by the initial reporter: pharmacy reported--item # 329622 lot # 5141874 without exp date info. Found items within old stock. Advised pharmacy this is discontinued.